Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 4/26/2024.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced an adverse event after the cgm stopped working. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. The patient stated that on 03/21/2024, a family member woke her up due to the cgm alerting and the display device was showing ¿replace sensor now¿. It was reported that during this time, the patient was unconscious, and she ¿assumed¿ she had low blood sugar but did not know because the cgm stopped working at an unspecified time during the night. The patient does not recall event details; however, there was unspecified treatment by the family member. When the patient woke up, she stated she did not have any symptoms of low blood sugar. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.